Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpacking of a 3.25x12 mm xience alpine rx stent delivery system (sds) the protective sheath was removed and the stent was not on the balloon. The device was not used and there was no patient involvement. A same size 3.25x12 mm xience alpine stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.